Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the guiding sleeve cannot be cleaned according to cleaning guidelines anymore. Cement cannot be removed from sleeve during cleaning procedure. No surgery affected. No patient involvement. This report is for one (1) open alignment device. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the open alignment device (p/n: 279726401, lot number: gm3704401) was received at us cq. Upon visual inspection of the device it was noticed that there was no physical damage and the device has its tip hole cleared. No debris or cement identified. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified during the review. Dimensional inspection: tip hole ID was measured and found to be conforming per relevant drawing. Conclusion: the complaint was not confirmed for this open alignment device (p/n: 279726401, lot number: gm3704401) as the device did not have any cement material inside the tip hole. Attempt was made to get more information from the cleaning facility that reported this complaint with regard to the cleaning process that was used and if the IFU (instruction for use) associated with the device was followed. No response was obtained. Since the compliant device was returned without having material in the hole implied that the material inside the hole could have come out during the decontamination process. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for open alignment device was conducted identifying that lot number gm3704401 was released in a single batch. Batch1: lot qty of (B)(4) were released on 17aug2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data. E1: corrected phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.